Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during the procedure, the balloon catheter was impossible to deflate and it exploded after pulling on it. The catheter was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned, analyzed and the mechanical operation of the catheter shaft was bent. Visual summary indicated the catheter was damaged during use. Shaft is kinked at 14, 52 and 71cm, damaged at procedure, this could cause deflation issues. Syringe was not returned, therefore, size and condition is unknown. Blood visible on port ends, since shaft is kinked it is not possible to determine if lumen is occluded and not possible to inflate balloon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.